Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 2088tc competitor lead; implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that, approximately one month post implant, the left ventricular (lv) lead dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient opted to not revise the lead. Approximately seven years later the lead was capped during a generator change out procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.